Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 346, 193 and 158 mg/dl when all tests were performed within 8 minutes on the advantage system. Reporter stated 2 minutes prior to the comparison obtaining of glucose reading of 289 mg/dl. Reporter indicated he was experiencing normal hyperglycemic symptoms of feeling "woozy" and had a yogurt snack after the readings. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.